Event description:
This ra lead was implanted on (B)(6) 2004. A call to technical services on (B)(6) 2012 states that patient fell yesterday and hurt his shoulder. Today they saw loss of capture on telemetry. Pauses were "short", caller states less than 1 second. Unable to measure impedances. Likely noise on leads prevented impedance measurements. Technical services suggested fluoro of system before opening pocket ~ scheduled for tomorrow. Patient is in the hospital. Update on (B)(6) 2012 states that lead impedances were 400 and 500 ohms/ threshold high in v at 2.5v at 1 ms/ decided to keep leads in and programmed output in the v to 5v and 1 / normal impedances through the device. The physician was dr. (B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).